Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The scavenging tube was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'sustained airway pressure' during a case and lost the ability to mechanically ventilate. The user stated that the unit was replaced; the case was completed with no further reported complaint. There was no report of patient injury.